Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device part of right outer coil probably deep in myometrium"), device expulsion ("malposition of essure device part of right outer coil probably deep in myometrium"), device breakage ("device breakage"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)"), seizure ("seizures") and kidney infection ("infection (other) describe: kidney") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2001, live birth in 2007, live birth in 2007, stillbirth nos, stroke from 2003 to 2007, bacterial vaginosis, genital herpes simplex, cerebrovascular accident, myalgia, myositis, cyst of thyroid, oligomenorrhea, myelopathy, nerve injury, sciatica, numbness, tingling, bloating, breast discharge, somatoform disorder, auditory disorder, visual disturbance, hemostasis, menarche, femoral nerve injury, ovarian cyst, motor vehicle accident, twin pregnancy, difficulty sleeping, cesarean section (low transverse) in 2000 and laparoscopy (lysis adhesins) in 2001. *her thyroid antibodies and urine pregnancy test were negative. Previously administered products included for birth control: mirena from 2007 to 2011 and depo provera from 2000 to 2007; for an unreported indication: oxycodone in 2011, topamax in 2011, carisoprodol in 2011, lidocaine and methadone. Past adverse reactions to the above products included adverse reaction with mirena. Concurrent conditions included overweight, depression (early 90s to present.), fibromyalgia since 2010, human papilloma virus infection since 2015, menses irregular, epigastric pain, unilateral leg pain, galactorrhea, lumbago, vitamin d deficiency and breast disorder female. Family history included pancreatic cancer (mother), kidney polycystic (paternal grandfather), depression, hypertension and polycystic kidney (paternal grandfather). Concomitant products included gabapentin for fibromyalgia as well as anesthetics, general (general anesthesia), carisoprodol (soma) from 2011 to 2017, duloxetine hydrochloride (cymbalta) since 2013 and methadone. In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced kidney infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes or skin conditions") and tooth disorder ("dental problems"). In 2016, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2017, 4 years 7 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), neck pain ("neck pain"), arthritis ("arthritis"), complication of device removal ("she had complications from your essure removal procedure") and urticaria ("rash or skin condition-hives"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices, diagnostic hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, seizure, kidney infection, vaginal haemorrhage, menorrhagia, cystitis, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, vaginal discharge, fatigue, alopecia, complication of device removal and urticaria outcome was unknown and the back pain, neck pain and arthritis had not resolved. The reporter considered alopecia, arthritis, back pain, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, embedded device, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, neck pain, rash, seizure, tooth disorder, urinary tract disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had normal menses prior to getting depo for the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Her current weight was 192 lbs. On an unspecified date, she had ultrasound pelvis had impression of uterus is grossly unremarkable. Right ovary with a simple follicle 1.8 cm. No torsion. Left ovary with a complex area 1.6 cm likely a collapsing hemorrhagic follicle. No torsion. Slight amount of free fluid in the posterior cul-desac. On an unspecified date, CT abdomen pelvis for kidney stones had impression of multiple small calcifications are seen in the pelvis cannot completely exclude the possibility of distal ureteral calculi although there is no evidence of any hydronephrosis. An exam with intravenous contrast could be obtained for further evaluation. No evidence hydronephrosis. Appendix is identified and appears normal. Bilateral essure wires are evident. On (B)(6) 2013, she had chlamydia and gc, amplified rna and trichomonas vaginalis, amplified rna had abnormality. On (B)(6) 2014, she had transabdominal and endovaginal pelvic ultrasound had impression: essentially unremarkable sonographic exam. Specifically, there is no evidence of an abnormal right ovarian cyst. On (B)(6) 2015, she had pelvic ultrasound with transabdominal and transvaginal imaging shows that the uterus measures 10 x 4.5 x 6 cm in overall dimensions. No focal myometrial abnormality is seen. The essure coils are seen at the corneal level. The endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. The right ovary measures 2.5 x 2 x 2 cm in dimensions and contains small follicles. The left ovary measures 2.5 x 1.5 x 2 cm in dimensions and also contains small follicles. And impression of the endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. On (B)(6) 2015, she had abdominal ultrasound complete impression of normal abdominal ultrasounds. On (B)(6) 2015, she had ma tomo diagnostic bilat us breast bilat baseline mammogram. Benign mammographic findings bilaterally, including a 0.7 cm cyst and intramammary lymph nodes. Bilateral milky nipple discharge, patient describes this is sometimes spontaneous as well as with compression. No underlying etiology evident on mammography or ultrasound. Findings likely benign and physiologic in nature. On (B)(6) 2015, she also had pelvic ultrasound with transabdominal and transvaginal imaging shows the endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. And uterus: the uterus is normal in size and echogenicity. Essure coils are noted within the fallopian tubes. A c-section defect is also noted. Uterine dimensions: 9.2 x 4.9 x 5.8 cm. Endometrial thickness: 6 mm. There is a small amount of anechoic fluid seen within the endometrial cavity. Ovaries: the ovaries are normal in size and echogenicity. Right ovary: 2.9 x 1.9 x 3.3 cm. Left ovary: 2.3 x 1.6 x 2.7 cm. On (B)(6) 2015, she had transabdominal pelvic ultrasound essure is visualized and is in place. Otherwise unremarkable pelvic ultrasound. On (B)(6) 2016, she had CT scan of the cervical spine there was a single tiny hypoechoic nodule identified in the left lobe. This is less than 5 mm in size and does not warrant follow-up. On (B)(6) 2016, she had xr spine lumbosacral impression of slight left convex lumbar curvature. Otherwise, unremarkable radiographs. On (B)(6) 2017, she had xr abdomen had impression of multiple surgical instruments overlie the pelvic soft tissues. There is a metallic foreign body suspected near midline, measuring 2 mm in length. This is in close proximity to one of the surgical instrument on the second image. On (B)(6) 2017, she had surgical pathology report which reveled that pathologic diagnosis. Right essure coil, removal: essure coil (gross evaluation). Right fallopian tube, right salpingectomy:- benign fallopian tube tissue. Left essure coil, removal: - essure coil (gross evaluation). Left fallopian tube, left salpingectomy: - benign fallopian tube tissue. Cervical biopsy, biopsy at 7 o'clock: - focal changes consistent with hpv effect. Gross description: received in formalin, labeled with the patient's name and "km-right essure coil", is a 6.1 cm in length stretched coiled portion of metal with a diameter of less than 0.1 cm. There is a small amount of adherent fibrous tissue. No sections are submitted, gross diagnosis only. Received in formalin, labeled with the patient's name and "km-right fallopian tube", is a 5.0 cm in length portion of pink-purple fimbriated fallopian tube with an average diameter of 0.7 cm. There is an unremarkable stellate lumen. Representative sections are submitted in one cassette. Received in formalin, labeled with the patient's name and "km-ieft essure coil", is a 1.0 cm in length stretched, coiled portion of metal with a diameter of less than 0.1 cm. An additional stretched coiled, 3.0 cm in length portion of metal is identified within the container. There is no adherent soft tissue. No sections are submitted, gross diagnosis only. Received in formalin, labeled with the patient's name and "km-ieft fallopian tube", is a 5.2 cm in length portion of pink-purple fimbriated fallopian tube with an average diameter of 0.7 cm. There is an unremarkable stellate lumen. Representative sections are submitted in one cassette. The specimen is received in formalin labeled "kmcervical biopsy 7 o'clock" and consists of a single tan soft tissue measuring 0.3 cm. The specimen is entirely submitted in one cassette. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- event hives was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device part of right outer coil probably deep in myometrium"), device expulsion ("malposition of essure device part of right outer coil probably deep in myometrium"), device breakage ("device breakage"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)"), seizure ("seizures") and kidney infection ("infection (other) describe: kidney") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2001, live birth in 2007, live birth in 2007, stillbirth nos, stroke from 2003 to 2007, bacterial vaginosis, (B)(6), cerebrovascular accident, myalgia, myositis, cyst of thyroid, oligomenorrhea, myelopathy, nerve injury, sciatica, numbness, tingling, bloating, breast discharge, somatoform disorder, auditory disorder, visual disturbance, hemostasis, menarche, femoral nerve injury, ovarian cyst, motor vehicle accident, twin pregnancy, difficulty sleeping, cesarean section (low transverse) in 2000 and laparoscopy (lysis adhesns) in 2001. Her thyroid antibodies and urine pregnancy test were negative. Previously administered products included for birth control: mirena from 2007 to 2011 and depo provera from 2000 to 2007; for an unreported indication: oxycodone in 2011, topamax in 2011, carisoprodol in 2011, lidocaine and methadone. Past adverse reactions to the above products included adverse reaction with mirena. Concurrent conditions included overweight, depression (early 90s to present.), fibromyalgia since 2010, human papilloma virus infection since 2015, menses irregular, epigastric pain, unilateral leg pain, galactorrhea, lumbago, vitamin d deficiency and breast disorder female. Family history included pancreatic cancer (mother), kidney polycystic (paternal grandfather), depression, hypertension and polycystic kidney (paternal grandfather). Concomitant products included gabapentin for fibromyalgia as well as anesthetics, general (general anesthesia), carisoprodol (soma) from 2011 to 2017, duloxetine hydrochloride (cymbalta) since 2013 and methadone. In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced kidney infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes or skin conditions") and tooth disorder ("dental problems"). In 2016, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2017, 4 years 7 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), neck pain ("neck pain"), arthritis ("arthritis") and complication of device removal ("she had complications from your essure removal procedure"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices, diagnostic hysteroscopy), surgery (laparoscopic bilateral salpingectomy with removal of essure devices, diagnostic hysteroscopy) and surgery (laparoscopic bilateral salpingectomy with removal of essure devices, diagnostic hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, seizure, kidney infection, vaginal haemorrhage, menorrhagia, cystitis, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, vaginal discharge, fatigue, alopecia and complication of device removal outcome was unknown and the back pain, neck pain and arthritis had not resolved. The reporter considered alopecia, arthritis, back pain, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, embedded device, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, neck pain, rash, seizure, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had normal menses prior to getting depo for the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Her current weight was (B)(6). On an unspecified date, she had ultrasound pelvis had impression of uterus is grossly unremarkable. Right ovary with a simple follicle 1.8 cm. No torsion. Left ovary with a complex area 1.6 cm likely a collapsing hemorrhagic follicle. No torsion. Slight amount of free fluid in the posterior cul-desac. On an unspecified date, CT abdomen pelvis for kidney stones had impression of multiple small calcifications are seen in the pelvis cannot completely exclude the possibility of distal ureteral calculi although there is no evidence of any hydronephrosis. An exam with intravenous contrast could be obtained for further evaluation. No evidence hydronephrosis. Appendix is identified and appears normal. Bilateral essure wires are evident. On (B)(6) 2013, she had chlamydia and gc, amplified rna and trichomonas vaginalis, amplified rna had abnormality. On (B)(6) 2014, she had transabdominal and endovaginal pelvic ultrasound had impression: essentially unremarkable sonographic exam. Specifically, there is no evidence of an abnormal right ovarian cyst. On (B)(6) 2015, she had pelvic ultrasound with transabdominal and transvaginal imaging shows that the uterus measures 10 x 4.5 x 6 cm in overall dimensions. No focal myometrial abnormality is seen. The essure coils are seen at the corneal level. The endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. The right ovary measures 2.5 x 2 x 2 cm in dimensions and contains small follicles. The left ovary measures 2.5 x 1.5 x 2 cm in dimensions and also contains small follicles. And impression of the endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. On (B)(6) 2015, she had abdominal ultrasound complete impression of normal abdominal ultrasounds. On (B)(6) 2015, she had ma tomo diagnostic bilat us breast bilat baseline mammogram. Benign mammographic findings bilaterally, including a 0.7 cm cyst and intramammary lymph nodes. Bilateral milky nipple discharge, patient describes this is sometimes spontaneous as well as with compression. No underlying etiology evident on mammography or ultrasound. Findings likely benign and physiologic in nature. On (B)(6) 2015, she also had pelvic ultrasound with transabdominal and transvaginal imaging shows the endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. And uterus: the uterus is normal in size and echogenicity. Essure coils are noted within the fallopian tubes. A c-section defect is also noted. Uterine dimensions: 9.2 x 4.9 x 5.8 cm. Endometrial thickness: 6 mm. There is a small amount of anechoic fluid seen within the endometrial cavity. Ovaries: the ovaries are normal in size and echogenicity. Right ovary: 2.9 x 1.9 x 3.3 cm. Left ovary: 2.3 x 1.6 x 2.7 cm. On (B)(6) 2015, she had transabdominal pelvic ultrasound essure is visualized and is in place. Otherwise unremarkable pelvic ultrasound. On (B)(6) 2016, she had CT scan of the cervical spine there was a single tiny hypoechoic nodule identified in the left lobe. This isless than 5 mm in size and does not warrant follow-up. On (B)(6) 2016, she had xr spine lumbosacrel impression of slight left convex lumbar curvature. Otherwise, unremarkable radiographs. On (B)(6) 2017, she had xr abdomen had impression of multiple surgical instruments overlie the pelvic soft tissues. There is a metallic foreign body suspected near midline, measuring 2 mm in length. This is in close proximity to one of the surgical instrument on the second image. On (B)(6) 2017, she had surgical pathology report which reveled that pathologic diagnosis. Right essure coil, removal: essure coil (gross evaluation). Right fallopian tube, right salpingectomy: benign fallopian tube tissue. Left essure coil, removal: essure coil (gross evaluation). Left fallopian tube, left salpingectomy: benign fallopian tube tissue. Cervical biopsy, biopsy at 7 o'clock: focal changes consistent with hpv effect. Gross description: received in formalin, labeled with the patient's name and "km-right essure coil", is a 6.1 cm in length stretched coiled portion of metal with a diameter of less than 0.1 cm. There is a small amount of adherent fibrous tissue. No sections are submitted, gross diagnosis only. Received in formalin, labeled with the patient's name and "km-right fallopian tube", is a 5.0 cm in length portion of pink-purple fimbriated fallopian tube with an average diameter of 0.7 cm. There is an unremarkable stellate lumen. Representative sections are submitted in one cassette. Received in formalin, labeled with the patient's name and "km-ieft essure coil", is a 1.0 cm in length stretched, coiled portion of metal with a diameter of less than 0.1 cm. An additional stretched coiled, 3.0 cm in length portion of metal is identified within the container. There is no adherent soft tissue. No sections are submitted, gross diagnosis only. Received in formalin, labeled with the patient's name and "km-ieft fallopian tube", is a 5.2 cm in length portion of pink-purple fimbriated fallopian tube with an average diameter of 0.7 cm. There is an unremarkable stellate lumen. Representative sections are submitted in one cassette. The specimen is received in formalin labeled "kmcervical biopsy 7 o'clock" and consists of a single tan soft tissue measuring 0.3 cm. The specimen is entirely submitted in one cassette. Most recent follow-up information incorporated above includes: on 14-feb-2018: pfs and medical records received. Reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, laboratory data, concomitant drugs, treatment drug were added. Added suspect drug indication. Added events as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, infection (other) describe: kidney, malposition of essure device part of right outer coil probably deep in myometrium, rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, seizures, device breakage, vaginal discharge, pain, fatigue, hair loss. Updated events and onset date of event. In (B)(6) 2017, she had removed essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device part of right outer coil probably deep in myometrium"), device expulsion ("malposition of essure device part of right outer coil probably deep in myometrium"), device breakage ("device breakage"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)"), seizure ("seizures") and kidney infection ("infection (other) describe: kidney") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2001, live birth in 2007, live birth in 2007, stillbirth nos, stroke from 2003 to 2007, bacterial vaginosis, genital herpes simplex, cerebrovascular accident, myalgia, myositis, cyst of thyroid, oligomenorrhea, myelopathy, nerve injury, sciatica, numbness, tingling, bloating, breast discharge, somatoform disorder, auditory disorder, visual disturbance, hemostasis, menarche, femoral nerve injury, ovarian cyst, motor vehicle accident, twin pregnancy, difficulty sleeping, cesarean section (low transverse) in 2000 and laparoscopy (lysis adhesns) in 2001. *her thyroid antibodies and urine pregnancy test were negative. Previously administered products included for birth control: mirena from 2007 to 2011 and depo provera from 2000 to 2007; for an unreported indication: topamax in 2011, carisoprodol in 2011, oxycodone in 2011, methadone and lidocaine. Past adverse reactions to the above products included adverse reaction with mirena. Concurrent conditions included overweight, depression (early 90s to present.), fibromyalgia since 2010, human papilloma virus infection since 2015, menses irregular, epigastric pain, unilateral leg pain, galactorrhea, lumbago, vitamin d deficiency and breast disorder female. Family history included pancreatic cancer (mother), kidney polycystic (paternal grandfather), depression, hypertension and polycystic kidney (paternal grandfather). Concomitant products included gabapentin for fibromyalgia as well as anesthetics, general (general anesthesia), carisoprodol (soma) from 2011 to 2017, duloxetine hydrochloride (cymbalta) since 2013 and methadone. In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On 8-oct-2012, the patient had essure inserted. In 2013, the patient experienced kidney infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes or skin conditions") and tooth disorder ("dental problems"). In 2016, the patient experienced seizure (seriousness criterion medically significant). On 19-may-2017, 4 years 7 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), neck pain ("neck pain"), arthritis ("arthritis") and complication of device removal ("she had complications from your essure removal procedure"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices, diagnostic hysteroscopy), surgery (laparoscopic bilateral salpingectomy with removal of essure devices, diagnostic hysteroscopy) and surgery (laparoscopic bilateral salpingectomy with removal of essure devices, diagnostic hysteroscopy). Essure was removed on 19-may-2017. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, seizure, kidney infection, vaginal haemorrhage, menorrhagia, cystitis, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, vaginal discharge, fatigue, alopecia and complication of device removal outcome was unknown and the back pain, neck pain and arthritis had not resolved. The reporter considered alopecia, arthritis, back pain, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, embedded device, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, neck pain, rash, seizure, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had normal menses prior to getting depo for the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on 27-jun-2013: total bilateral occlusion her current weight was 192 lbs. On an unspecified date, she had ultrasound pelvis had impression of uterus is grossly unremarkable. Right ovary with a simple follicle 1.8 cm. No torsion. Left ovary with a complex area 1.6 cm likely a collapsing hemorrhagic follicle. No torsion. Slight amount of free fluid in the posterior cul-desac. On an unspecified date, CT abdomen pelvis for kidney stones had impression of multiple small calcifications are seen in the pelvis cannot completely exclude the possibility of distal ureteral calculi although there is no evidence of any hydronephrosis. An exam with intravenous contrast could be obtained for further evaluation. No evidence hydronephrosis. Appendix is identified and appears normal. Bilateral essure wires are evident. On (B)(6) 2013, she had chlamydia and gc, amplified rna and trichomonas vaginalis, amplified rna had abnormality. On (B)(6) 2014, she had transabdominal and endovaginal pelvic ultrasound had impression: essentially unremarkable sonographic exam. Specifically, there is no evidence of an abnormal right ovarian cyst. On (B)(6) 2015, she had pelvic ultrasound with transabdominal and transvaginal imaging shows that the uterus measures 10 x 4.5 x 6 cm in overall dimensions. No focal myometrial abnormality is seen. The essure coils are seen at the corneal level. The endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. The right ovary measures 2.5 x 2 x 2 cm in dimensions and contains small follicles. The left ovary measures 2.5 x 1.5 x 2 cm in dimensions and also contains small follicles. And impression of the endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. On (B)(6) 2015, she had abdominal ultrasound complete impression of normal abdominal ultrasounds. On (B)(6) 2015, she had ma tomo diagnostic bilat us breast bilat baseline mammogram. Benign mammographic findings bilaterally, including a 0.7 cm cyst and intramammary lymph nodes. Bilateral milky nipple discharge, patient describes this is sometimes spontaneous as well as with compression. No underlying etiology evident on mammography or ultrasound. Findings likely benign and physiologic in nature. On 08-jan-2015, she also had pelvic ultrasound with transabdominal and transvaginal imaging shows the endometrium is 7 mm in thickness. There is a small amount of fluid in the endometrial canal. And uterus: the uterus is normal in size and echogenicity. Essure coils are noted within the fallopian tubes. A c-section defect is also noted. Uterine dimensions: 9.2 x 4.9 x 5.8 cm. Endometrial thickness: 6 mm. There is a small amount of anechoic fluid seen within the endometrial cavity. Ovaries: the ovaries are normal in size and echogenicity. Right ovary: 2.9 x 1.9 x 3.3 cm. Left ovary: 2.3 x 1.6 x 2.7 cm. On 11-jun-2015, she had transabdominal pelvic ultrasound essure is visualized and is in place. Otherwise unremarkable pelvic ultrasound. On 14-apr-2016, she had CT scan of the cervical spine there was a single tiny hypoechoic nodule identified in the left lobe. This isless than 5 mm in size and does not warrant follow-up. On 25-apr-2016, she had xr spine lumbosacrel impression of slight left convex lumbar curvature. Otherwise, unremarkable radiographs. On 19-may-2017, she had xr abdomen had impression of multiple surgical instruments overlie the pelvic soft tissues. There is a metallic foreign body suspected near midline, measuring 2 mm in length. This is in close proximity to one of the surgical instrument on the second image. On (B)(6) 2017, she had surgical pathology report which reveled that pathologic diagnosis. Right essure coil, removal: essure coil (gross evaluation). Right fallopian tube, right salpingectomy:- benign fallopian tube tissue. Left essure coil, removal: - essure coil (gross evaluation). Left fallopian tube, left salpingectomy: - benign fallopian tube tissue. Cervical biopsy, biopsy at 7 o'clock: - focal changes consistent with hpv effect. Gross description: received in formalin, labeled with the patient's name and "km-right essure coil", is a 6.1 cm in length stretched coiled portion of metal with a diameter of less than 0.1 cm. There is a small amount of adherent fibrous tissue. No sections are submitted, gross diagnosis only. Received in formalin, labeled with the patient's name and "km-right fallopian tube", is a 5.0 cm in length portion of pink-purple fimbriated fallopian tube with an average diameter of 0.7 cm. There is an unremarkable stellate lumen. Representative sections are submitted in one cassette. Received in formalin, labeled with the patient's name and "km-ieft essure coil", is a 1.0 cm in length stretched, coiled portion of metal with a diameter of less than 0.1 cm. An additional stretched coiled, 3.0 cm in length portion of metal is identified within the container. There is no adherent soft tissue. No sections are submitted, gross diagnosis only. Received in formalin, labeled with the patient's name and "km-ieft fallopian tube", is a 5.2 cm in length portion of pink-purple fimbriated fallopian tube with an average diameter of 0.7 cm. There is an unremarkable stellate lumen. Representative sections are submitted in one cassette. The specimen is received in formalin labeled "kmcervical biopsy 7 o'clock" and consists of a single tan soft tissue measuring 0.3 cm. The specimen is entirely submitted in one cassette. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.